Event description:
Hosp personnel responded to a pt described as in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and shocks initiated. According to the rptr, the device alarmed "energy fault" and would not transfer energy to the pt. Another defibrillator/monitor was immediately called for, but the pt was not resuscitated. The rptr indicated the reported malfunction did not cause or contribute to the death of the pt. The rptr based their opinion on the attending clinician's assessment of the pt's viability and the immediate availability of a backup defibrillator.